Event description:
It was reported that balloon deflation failed occurred. Vascular access obtained from cubitus. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left upper arm artery. A 7.0mmx40mmx40cm (4f) sterling balloon catheter was selected to dilate the target lesion. During preparation of the complaint device, all of the air injected into the balloon was able to be removed. The ratio contrast media and saline was 1:1. First inflation was at 6 atmospheres and subsequently, second, third and fourth inflation was performed at 14 atmospheres. However, during attempt to deflate, the balloon was unable to be deflated despite several attempts. The physician then punctured the balloon using a gauge needle to resolve the issue. There was no kink or bent on the device. The device was removed and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: returned product consisted of a sterling balloon catheter with no original packaging or other devices. There was blood and contrast in the inflation lumen and on the shaft. Examination under magnification revealed that the distal outer was stretched and necked down in two places; 11.5cm from the distal tip (1 cm in length) and 6.5 cm from the distal tip (0.5 cm in length). There was a longitudinal balloon tear 30 mm long resulting from the reported balloon puncture. Inspection of the remainder of the device presented no other damage or irregularities. Functional testing was attempted, however due to longitudinal balloon tear, inflation and deflation was not possible. The stretched and necked areas of the shaft may have caused inflation lumen restriction which is a known factor for inhibiting balloon deflation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon deflation failed occurred. Vascular access obtained from cubitus. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left upper arm artery. A 7.0mmx40mmx40cm (4f) sterling balloon catheter was selected to dilate the target lesion. During preparation of the complaint device, all of the air injected into the balloon was able to be removed. The ratio contrast media and saline was 1:1. First inflation was at 6 atmospheres and subsequently, second, third and fourth inflation was performed at 14 atmospheres. However, during attempt to deflate, the balloon was unable to be deflated despite several attempts. The physician then punctured the balloon using a gauge needle to resolve the issue. There was no kink or bent on the device. The device was removed and the procedure was completed. No patient complications were reported and the patient's status was good.